Event description:
Eighteen months after original implantation pt admitted emergent in cardiogenic shock with acute almi, severe as (0.4 cm calc orifice) and moderate mi. On 12/92 had normal lv, normal coronaries. Now 2 blocked diagonals with normal lad, cfx, and rca. Ef about 20%. At operation leaflets stiff and clot in all 3 cusps. Suspect valve thrombosis wth extension into left main coronary.